Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was allegedly stuck on the package. It was further reported that, the device was allegedly unable to advance. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath d/l catheter kit. Following components were received: one 19cm glidepath d/l catheter, one 8fr dilator, one 12fr dilator, two stylet shafts, one j-tip guidewire loaded to an introducer needle in a guidewire hoop, one empty guidewire hoop, one tunneler and one introducer needle were returned for evaluation. The j-tip guidewire was noted to have residue on the exposed distal end and was noted to be stuck within the loaded introducer needle. Therefore the investigation is confirmed for the reported physical resistance and identified stretched issue. However the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.